Event description:
It was reported that during an inguinal hernia procedure while closing the peritoneum layer, the needle detached from the suture while suturing and fell into the patient¿s abdominal cavity. It was reported that the needle initially could not be located and was considered lost in the abdomen, and the procedure was extended by around 4 hours with total surgery time reported as almost 5 hours. It was reported that laparoscopic searching was performed for about an hour and multiple x-rays were taken, and the needle was identified as lodged in the posterior abdominal cavity. It was reported that magnets were used to assist with locating/retrieving the needle and that the approach was converted from laparoscopic to open surgery with an emergency laparotomy performed as additional surgery. It was reported that the surgeon finished suturing by securing the suture thread without the needle and that an additional suture was not required. It was reported that the missing needle was eventually found on the operating room floor, and the surgeon believed it flicked out when removing a swab. It was reported that the patient was alive with injury, had extended hospitalization reported as 1 week, required transfer by ambulance to a public hospital, and was expected to have an estimated 8-week recovery time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.